Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant reported impella cp support was being escalated to impella 5.5 support for a patient admitted in with acute myocardial infarction/ cardiogenic shock. The impella 5.5 was supporting despite hematoma, hematuria and hemolysis being reported. The patient had been treated with albumin and red blood cell infusions. The pump remained on for 69 hours when it was explanted. The patient survived.

Manufacturer narrative:
Access site bleeding /hematoma: the root cause of bleeding issue cannot be determined due to insufficient of clinical details and no product finding. Hematuria: the cause of the injury was not determined due to insufficient clinical details. Hemolysis/ miwb: the cause of the hemolysis/ miwb was not determined due to insufficient clinical details, no product finding and returned device passed hemolysis test (mih: 3.79<20). Device in wrong position: the cause of the positioning issue was not determined due to insufficient clinical details, no product finding.